Event description:
It was reported that during a percutaneous coronary intervention (pci), a 2.0x15mm maverick2 monorail balloon ruptured. The lesion being treated was located in the severely calcified, 90% stenosed, and moderately tortuous left anterior descending first diagonal artery. A non bsc stent was implanted in the mid left anterior descending artery, however the stent strut obstructed blood flow to the first diagonal artery. The physician attempted to spread out the stent strut with a maverick2 monorail balloon. On the first inflation, in mid flow the physician pressurized the balloon and the balloon ruptured at 4 atm (atms). The balloon was removed intact. The procedure was completed with a different device. There were no pt complications or injuries reported. The pt status is listed as good.